Manufacturer narrative:
This case was created in error due to its original case (B)(4) passing submissions. The original case passed submission on april 9, 2019.

Event description:
This case was created in error due to its original case (B)(4) passing submissions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump button error. The customer¿s blood glucose was unknown. The customer states the insulin pump was exposed to fluid. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The supplemental report was submitted without an aware date. The aware date is 10-apr-2019. The case that was mentioned in the supplemental report was referring to report number 3004209178-2019-79009.